Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed decreased sensing thresholds on the right ventricular (rv) lead. The lead was explanted and replaced. The patient condition was recovering post procedure.